Manufacturer narrative:
A follow-up report will be submitted once the investigation is submitted.

Event description:
The customer stated that they have a speaker problem. There was no reported patient incident injury.